Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had second occurrence of failed battery alarm. The blood glucose level of the customer was 155 mg/dl. The insulin pump will return for analysis.

Manufacturer narrative:
Hardware low level failure alarm during self test and confirmed in the pump history due to broken trace on keypad assembly. Insulin pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery alert. The power management tool confirmed power loss alarm and replace battery alert due to non-sleep anomaly software error. No unexpected failed battery test alarm noted during testing.